Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump was not showing the correct amount of insulin used. The customer stated that she filled the reservoir with 100 units of insulin, but the device showed that was used only 1.7 units for priming and the status screen was showing 69 units left in the reservoir. The customer was experiencing high blood glucose of 24.6mmol/l for the past days. Troubleshooting was performed, and the displacement test as well the manual prime test passed. The caller stated that the reservoir had 100 units and the insulin pump delivered 70.0 units of insulin. No further information was provided.